Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02722. It was reported that the patient experienced uncomfortable stimulation due to lead migration. It was confirmed that the lead migration was caused by the patient being involved in a car accident. Migration was confirmed through x-ray imaging. As a result, surgical intervention was undertaken where the left occipital lead was explanted and replaced on (B)(6) 2019. Effective therapy was established post-op it is unknown which lead it was so both are being reported on.